Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer stated they were getting issue with the motor compartment and the insulin pump would ask to rewind several times. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm and rewind the insulin pump. Customer was assisted in performing displacement test. Customer stated alarm occurred during rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Software version 5.2a. Retainer ring=black. On (B)(6) 2022 customer called in with the following concern: patient is calling to report the pump has been getting issue with the motor compartment and the pump ask him to rewind several times. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind and self test. The adapt tool recorded on 05/03/2022 at 15:01:09 hour a pump error 15. Per r&d investigation pump error 15 occur a software assert triggered by macros inverse error check. File ID = 0, line number = 1935. Specified call sequence contains only reading operations, which suggests that at the moment of reading software history the data was already damaged. The adapt tool also recorded multiple pump error 130 from 02/04/2022 through 05/15/2022. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage or physical damage noted during visual inspection. Unit may have had an intermittent failure not recorded during our testing. In conclusion pump error alarm was recorded due to a software error and multiple pump error 130 alarms were recorded in download history file. Isolate to motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.